Manufacturer narrative:
The customer¿s experience with the source pump module failing rate calibration was replicated during testing. Visual inspection of the source pump module identified 3 of the 4 datum/platen post are fractured and missing. Also observed are fractures on the bezel. The rate accuracy test failed to start on the ¿as received¿ pump module, displaying ¿patient side occlusion¿. Shims were fixed to the membrane that are the approximate height of the datum/platen posts. The device was then tested for rate accuracy, which resulted in a flow rate that was out of specifications. The device was successfully calibrated with no errors and vpmr within specification. It has been noted in previous investigation that deformed or crushed datum/platen posts can affect rate performance by reduced gap between the mechanism fingers and the platen, resulting in reduced flow. With no datum/platen posts present, the gap is further reduced not allowing any fluid flow, a generating patient side occlusion. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the device failed calibration testing. No patient involvement was reported.